Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported separation as the core was separated at the distal end of the hypotube. There was core material visible in the hypotube at the separation. There was a bend in the core at the separation which is likely the result of the separation. There were offset coils proximal to the center solder for a length of 2.7 cm which was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. The tip was tugged on to confirm that the core and shaping ribbon were intact. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. It was unknown when the guide wire separated and there was no reported resistance; however, it was reported that the lesion was totally occluded which could have contributed to the reported separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive hypotube junction pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported guide wire separation appears to be related to operational context of the procedure. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency.

Event description:
It was reported that a balance middleweight hydrophilic guide wire was used in an unspecified vessel for treatment of a thrombotic total occlusion. The guide wire was advanced through the total occlusion without resistance, was withdrawn from the anatomy without resistance, and was intended to be used again. However, after removal of the guide wire from the anatomy and prior to re-insertion, the guide wire was placed on a cath lab tray. The guide wire was noted to be sharp on both ends. Further inspection revealed that the distal tip of the guide wire had separated. The guide wire tip was located on the cath lab tray. A new balance middleweight hydrophilic guide wire was used in the procedure successfully. There was no reported adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: mini trek. Guide cath: pantera, export. Stent: integrity (3). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.